Manufacturer narrative:
Analysis was completed. No device problem found.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator had a significant drop in battery life. The device was explanted and replaced with no issues. The patient was stable.